Event description:
The customer reported that while the iabp was in use on a pt during transport within the hosp, the iabp shut down without any alarms after it was disconnected from the ac power source for about 1-2 minutes. The iabp was reconnected to the ac power source and turned on. Eventually the pt was switched to another iabp and therapy and transport were continued. The pt expired two days after the date of the event. The customer did not attribute the death of the pt to the iabp. Note: the customer has advised that the pt's age is greater than forty (40) years.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no nonconformances in the DHR related to the reported event. The company service representative observed distortion on the screen and subsequently the display turned black. He replaced the display controller board (part number 0670-00-0640) and the keypad controller board ((B)(4)). The batteries ((B)(4)) failed the runtime test and were replaced. There was evidence of dust in the power supply ((B)(4)) and it was replaced as a precautionary measure. The replaced components are being returned to the manufacturing facility in (B)(4) for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).